Event description:
It was reported that the external pulse generator would not power on consistently. New batteries did not resolve the issue. Sometimes it would power right up, sometimes it took numerous attempts. The generator was returned for service. The return paperwork indicated no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The ring is bent and the keyboard is scratched.

Event description:
It was reported that the external pulse generator would not power on consistently. New batteries did not resolve the issue. Sometimes it would power right up, sometimes it took numerous attempts. The generator was returned for service. The return paperwork indicated no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.